Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1952. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy and yellow peritoneal dialysis effluent. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes of administration were not reported). It was reported that, the patient would be on antibiotics and on continuous ambulatory peritoneal dialysis until fully recovered (possibly will take a month). At the time of this report, the peritonitis was not resolved, the patient was not recovered however, the patient was reported to be a lot better, energy not back. No additional information is available.

Manufacturer narrative:
(B)(4). On the same day as peritonitis onset, the patient was hospitalized for the event. The patient received unspecified antibiotic treatment for three weeks (dates unspecified). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported if dianeal and extraneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.